Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into back-up mode after MRI. Patient was stable and will be monitored.

Event description:
New information received stated that normal operation was restored successfully. The patient was not affected by the event.